Event description:
According to the rptr, the hosp began receiving shipments of convertible infusion sets to replace the previous vented/nonvented infusion sets without prior notification. During the administration of tna through the infusion set, the solution leaked from the vented filter. Taping the vent did not prevent the leak; however, removing the lipids from the tna prevented the leak, but also prevented the delivery of the lipids.